Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 58303ud00, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review found that the patient median values obtained with the complaint lot 58303ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 58303ud00 was identified.

Event description:
The customer observed falsely elevated alinity I total b-hcg results for one patient. Sid (B)(6) alinity I total b-hcg was 124, analysis of the serum sample had a b-hcg result of 0. A new sample was drawn and the b-hcg result was 0. No impact to patient management was reported.

Manufacturer narrative:
Corrected data found in section d4: lot number.

Event description:
The customer observed falsely elevated alinity I total b-hcg results for one patient. Sid (B)(6) alinity I total b-hcg was 124, analysis of the serum sample had a b-hcg result of 0. A new sample was drawn and the b-hcg result was 0. No impact to patient management was reported.

Manufacturer narrative:
Complete information from section a1. Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.